Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) follow up, no capture management threshold could be obtained. The device remains in use. No patient complications have been reported as a result of this event.